Event description:
Stat pac (turnover kit) used for surgical procedure, includes a large paper antimicrobial sheet with plastic backing to place on operating room table and a softer paper like draw sheet. Patient was placed in steep trendelenburg for surgical procedure which is the routine positioning for lap cholecystectomy. Patient slid off operating room table head first, circulating nurse was able to cradle patient's head before hitting the floor. Post operatively no complaints of injury.